Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular channel. Troubleshooting and further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported.